Event description:
It was reported that a system alarm occurred. An ekosonic catheter was selected for use during a bilateral pulmonary embolism procedure. At an unknown time during the procedure, an excessive average power shutoff alarm occurred. The nurse performed applicable troubleshooting steps without any success. Lastly, the nurse swapped the connector interface cable to the non-alarming control unit and the alarm followed. At this point, the control unit was shut off and the catheter was ran as a standard drip catheter for the remainder of the therapy. No further complications occurred. No patient complications were reported.